Manufacturer narrative:
The customer reported that the transmitter was hot to the touch. There was no physical damage or fluid intrusion. The device was not in use on a patient at the time. The customer was provided with an exchanged device. The failed device was sent to nihon kohden for evaluation. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts showed resin melting at the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter was hot to the touch.